Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after changing infusion set, batteries were changed. Customer reported that display screen was black, and customer changed batteries again, with no resolution for blank screen display. After removing batteries several times, customer reported that battery cap could not be removed. Customer received a battery out limit alarm and was able to clear. After customer inserted a new battery, customer received another battery out alarm. Customer was advised that battery cap would be replaced.